Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Customer stated that the infusion set was pulled out of the site and she did not notice until 16 hours later. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests. All buttons function properly. However, moisture damage found on keypad traces.